Event description:
It was reported that the user disconnected from the ilet overnight and awoke with elevated blood glucose, then reconnected and sought guidance on activity mode, meal announcements for large meals, insulin needs, and supply change timing; no device alerts or alarms were reported, and the case involved the infusion set and cartridge without exercise disconnection practices. Symptoms included hyperglycemia with blood glucose values reported reaching 219 mg/dl and trending down to 212 mg/dl by the end of the call. Outcomes included no medical intervention, no hospitalization, and successful user education with troubleshooting completed. Investigation included customer interview, review of device use and user technique, and assessment of infusion set and cartridge handling. Investigation of this case revealed user-related factors associated with disconnection and meal announcement practices as the likely contributors to the elevated glucose. It was concluded that the device functioned as expected and that user guidance on activity mode, meal announcements, and routine supply changes addressed the issue. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.